Event description:
It was reported that the tip of the micropituitary was broken off into the disc space during the surgical procedure. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
Device code: labeled. The instrument was returned to the manufacturer for evaluation. The visual macroscopic exam confirmed the breakage at pin and the bottom jaw is missing. It is unknown if the instrument damaged during the procedure or on a previous surgery. We are unable to determine the cause of the event.